Event description:
It was reported that the ventilator battery will charge up to 70% only. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Received information that the customer replaced the battery and the issue was resolved. The customer returned the ventilator back to service.

Manufacturer narrative:
Received information that the customer replaced the battery and the issue was resolved. The customer returned the ventilator back to service.